Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the back right therapy electrode and the front right electrode. The skin irritation was described as red, irritated, and was not dry or flaky. The patient's nurse told the patient they should remove the lifevest for 1-2 hour periods to help the irritation heal. During a follow up call, the patient reported that the skin irritation had healed, but that the patient's skin was still itchy. There was no allegation of a device malfunction associated with the reported skin irritation.